Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report an irritation caused by the lifevest. The patient described the irritation as a reddish, itchy, flaky, fungal rash underneath the back te pads . There was no alleged device malfunction. The patient's physician approved the use of "nystatin" cream which was administered by the patient's daughter who is a nurse. The patient's skin irritation improved.